Event description:
Pt reported being injected with one syringe of "juvederm xc" in the "smile lines, nasolabial folds." Pt noted immediately afterwards, there were "two big pockets, like little balls, just below the lines." Pt elaborated "there's little nodules or bumps underneath skin" and "it's a possible infection." Pt also reported experiencing" a lot of swelling," " a lot of pain," and "it looks very ugly and distorted." Pt received three different treatments with hyaluronidase. Pt indicated those hyaluronidase treatments did not work, and the pt has now been prescribed levofloxacin and azithromycin. Pt indicated "it looks a little bit better," but indicated they are still experiencing symptoms.

Manufacturer narrative:
The reporter has declined to provide additional info; therefore, allergan is unable to confirm the event with the pt's healthcare professional. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Clinical trial: local injection-site responses such as pain, lumps/bumps, swelling and pain were recorded. Postmarket surveillance: the onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month.